Manufacturer narrative:
The actual sample was received for evaluation, as well as movie that was provided by the user facility. The movie of the event revealed liquid accumulating in the gas-in side of the oxygenator and a trace of leak on the gas-out side. Visual inspection of the device revealed that part of the fiber had been broken. Magnifying inspection of the broken part of the fiber found that the break occurred at the boundary with the urethane. A leak test was performed by colored physiological saline solution being flowed by gravity into the blood channel. As a result, a leak was observed at the points where broken fiber was observed (on both gas-in and gas-out sides). No leak was observed on the remainder part. A review of the device history record and product release judgement record of the involved product code/ lot # combination was conducted with no findings. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx25 oxygenator and reservoir. If the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that liquid leaked through that broken part of the fiber. It is likely some shock force might have applied to that area. It is likely that the actual sample was subjected to some shock force at some point after released from the factory and before the actual use. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. During priming, fluid was found flowing from the gas inlet. The procedure outcome was not reported. The patient was not harmed.